Event description:
Info received indicates the head down function does not work on the stretcher.

Manufacturer narrative:
The accounts maintenance indicates that if the auto contour cylinder is jiggled, it works. The technician support asked the accounts maintenance to adjust the auto contour cable in the center of the head section to have more pull. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.